Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained high blood glucose of 535 mg/dl and would like to check the pump. The customer was advised to remove the reservoir and run a manual prime and insulin did not exit the tubing. Troubleshooting found that the drive support cap was normal. The pump failed the first hemostat test and passed the second test. The customer changed the set and will monitor the site and call back if necessary.